Event description:
It was reported that during pre-testing it was discovered that the motor device had a "hole poked in the middle of the cord". The device was not used in surgery. There were no delays in scheduled surgeries as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).